Event description:
During log review of a returned homechoice (hc) device, a baxter technician identified a system error (se) 2240 alarm (air in set). The system error occurred on (B)(6) 2010 during dwell phase of cycle 4 of 4. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was identified during log review notification. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the sample was not requested for evaluation and a batch review will not be conducted.